Event description:
The customer reported the device was losing readings intermittently. No patient impact or consequences were reported.

Manufacturer narrative:
The device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow-up report will be submitted.